Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator had a "power issue" where the display is not visible and the ventilator does not charge the batteries. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the display was not visible, the unit was not charging the batteries and there were only ¿beeps and chirps¿ from the unit. Sp replaced the breath delivery (bd) power controller printed circuit board assembly (pcba), bd power distribution pcba and the direct current (dc)-dc converter pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The bd power controller pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for further analysis. Visual inspection showed no anomalies. The part was attached to the failure investigation test ventilator for analysis but failed the extended self test (est) with the battery test with the error message ¿ventilator primary battery current is out of range (oor)¿. Analysis determined that the bd power distribution pcba was faulty. One dc-dc converter pcba was returned to medtronic for further analysis. Thermal damage to the c55 capacitor was observed upon visual inspection. The dc-dc converter pcba was attached to the failure investigation test ventilator for analysis but unit failed to power up. Although, there was no patient involved, if a failure of the dc-dc converter pcba occurs while in use on a patient, the ventilator response would lead to loss of ventilation to a patient. A design improvement was introduced for the dc to dc converter pcb to address tantalum (tamno2) type capacitor issues. The cause of the blank display was isolated to a faulty dc-dc converter pcba which can create a surge of power and affect the bd power distribution pcba which affects the battery. Further action is not required. There is an existing previous corrective action or investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator had a "power issue" where the display is not visible and the ventilator does not charge the batteries. The ventilator was not in use on a patient at the time of the reported event.